Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vascular perforation and cardiac tamponade during the leadless implantable pulse generator (ipg) implant procedure. The patient also reported experiencing back pain post procedure. It was also reported that the introducer caused injury to the inferior vena cava at the diaphragm junction. The patient had surgery to repair the bleed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.